Event description:
It was reported that patient was hospitalized due to severe pain that patient experienced.

Event description:
It was reported that patient was hospitalized due to severe pain that patient experienced.